Manufacturer narrative:
Patient information was requested. To date information has not been received. The device was reported as returning. To date the device has not been received. A follow up report will be submitted once the investigation has been completed.

Event description:
A clinical incident involving a super multivac 50 wand with finger switches was reported to arthrocare. During an anterior cruciate ligament procedure, the tip of the wand broke off inside the patient and was not retrieved. There was no reported injury to the patient and no plan to re-operate at this time.